Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the machine is not switching on main power. There was no patient involvement.

Manufacturer narrative:
Head nurse. No patient information provided by the customer.